Event description:
It was reported by service report that the scale would not zero. No patient involvement or adverse consequences were reported.

Manufacturer narrative:
Results: right footend load cell.